Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. Customer was admitted to intensive care unit, blood glucose reading was 700mg/dl during the hospitalization. Customer was off the pump and took manual injections during her admission. Customer stated was unsure if she was getting any insulin. Customer went to bed with 300mg/dl and set the insulin to deliver after midnight, suppose to get the long term. Customer check her blood glucose and it read the same. The customer's symptoms of high blood glucose were weak eyes and feeling tired. Customer thinks he's getting an absence of no delivery alarm. Customer had a bent cannula. The blood glucose reading was 389mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.